Manufacturer narrative:
Update: h6. It has been reported that a patient experienced an infection and device removal was performed. Investigation has shown the device was sterilized according to instructions. The infection, caused by pseudomonas, was determined by stryker¿s medical expert not to be implant-related. Device records showed no manufacturing issues. Since proper sterilization was confirmed, the event is classified as an adverse effect, not a complaint, and the investigation has been closed.

Event description:
It was reported to stryker that the patient experienced post operative infection and a revision surgery will be performed to remove and replace the implant.

Event description:
It was reported to stryker that the patient experienced post operative infection and a revision surgery will be performed to remove and replace the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.